Event description:
This lv lead was implanted on (B)(6) 2015 and was explanted on (B)(6) 2017. A call was a placed to technical service on (B)(6) 2017 stating that lead was involved in an infection. The physician was dr. (B)(6). No known facility given. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).